Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed with the site there was a backup generator test, which is the likely reason of the vision side cart (vsc) failure. The fse confirmed the issue with the common compute controller (ccc) and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) after adjusting the bed and reported the arms were yellow. Site had tried to restart with no change. Site had the a 31030 error. Tse had site shut down and do a hard restart. The system turns on, but the patient side cart (psc) does not fully boot up. Tse had site change blue fiber cable (bfc)with no change. Tse had site start the psc in standalone mode and it powered up normally. Tse had site power up the surgeon side console (ssc) and vision side cart (vsc)and site stated they both power up, but ssc is showing not connected. Tse advised site that field service engineer (fse) visit will be required. Caller was unhappy with the system. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the da vinci coordinator confirmed that issue occurred prior to start of procedure and there was no patient involvement. The case was cancelled.